Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The manual stapling devices were being applied to the stomach. The jaws of the reload were closed onto the tissue. Pressed the green button and the handle popped forward. Unable to squeeze the handle and fir the reload. Exact same thing happened with another stapling handle. In order to resolve the issue and complete the case, opened a new stapler that worked fine. There was no patient harm. The patient outcome is alive, no injury.